Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the stapler formation was broken because the ntlc knife did not forward correctly. There were no patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). Device analysis: the analysis results found that the sr75 reload was received with no apparent damage. The reload was returned fully fired. No functional test could be performed due the condition of the device. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). ¿on october 9 & 10 2019 cdrh experienced intermittent issue causing medwatch reports to remain stuck in ack 2. This report was affected by this issue and is now being resubmitted. The original submission was made within the 30 day reporting timeline.¿ corrected data - date received by manufacturer was submitted with the incorrect date of 09/12/2018. Correct date is 09/12/2019.